Manufacturer narrative:
Batch review performed on 30 november 2023. Lot 2115605: (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-jan-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the complaint, batch review performed on 30 november 2023: reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot. 179112a. Lot 179112a: (B)(4) items manufactured and released on 25-jan-2022. Expiration date: 2027-jan-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Lot 179112: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-mar-14. No anomalies found related to the problem. To date, 101 items of the same lot have been sold with 1 similar reported event during the period of review. Lot 179112b: (B)(4) items manufactured and released on 02-dec-2022. Expiration date: 2027-nov-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 1 year and 8 months after the primary surgery, the patient experienced two episodes of spontaneous dislocation. Pre-revision testing by the surgeon with excellent stability in all movements. Posterior dislocation once the patient is asleep with muscle relaxation. Liner revised with a humeral reverse pe liner 36mm +6mm (155).